Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a no delivery during his sleep. The customer treated with bolus and continued alarming no delivery. The customer's blood glucose at the time of incident was 44mg/dl. Customer's current blood glucose was 294mg/dl. During troubleshooting, customer stated the insulin exited. Customer stated the cannula was bent.